Event description:
It was reported that the deep brain stimulation (dbs) patient had a chronic skull infection that was due to past medical conditions and was not device related. The patient underwent a procedure to remove the burr hole cover in order to treat the infection on the head. Post operatively, patient was fine and her dbs system is still running while being treated for her wound. It is unknown which of the two implanted burr hole covers was the one involved with the event and was explanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 26612854.